Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. Therapy delivery was turned off. The device sensing vector was changed and therapy was turned back on. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. Therapy delivery was turned off. The device sensing vector was changed and therapy was turned back on. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the field was wearing a cardiac vest. The previously reported issues were attributed to the electrodes sense b node. This the electrode was explanted. A new device was implanted. No additional adverse patient effects were reported.